Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 09/20/2025, the patient was at home when she noticed a ¿high¿ glucose reading on her cgm app. No fingerstick test was performed at that time, and no alarm was received. The patient reported experiencing symptoms including nausea, dizziness, vomiting, dehydration, dry mouth, and frequent urination. She did not administer any medications while at home. The patient uses the insulet omnipod 5 (op5) system in open loop mode. Her daughter transported her to the emergency room (ER). Upon arrival, her blood glucose (bg) level was recorded at 895 mg/dl. It subsequently dropped to 400 mg/dl. During this time, the cgm sensor failed, and the patient again reported not receiving any alarm notifications. In the ER, the patient was administered zofran via IV and was then transferred to the ICU. She received an insulin drip for 12 hours and remained in the ICU for two days. The patient reported feeling overall fine following treatment but expressed stress related to the incident. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/08/2025. Data was further reviewed. It was reported that an alert/notification settings issue occurred. In connection with the allegation, data found on 09/20/2025, the patient¿s estimated glucose values rose to high (over 400 mg/dl), and the app delivered high alerts, as expected, which were acknowledged. After acknowledgement, high alerts did not resume as the snooze feature was disabled. Data investigation could not confirm the allegation. App data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.